Event description:
The time of event is unknown. There was no report of patient harm. Iris diaphragm failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the iris diaphragm defective. Based on the result, we concluded that it was caused due to the excessive shock applied on the iris diaphragm. In addition, we confirmed that the scope connector mechanical unit hard to move; however, it is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.